Event description:
The plaintiff's atty alleged that during dialysis treatment, the pt was administered the product and subsequently expired the same day.

Manufacturer narrative:
This is one event for the same patient involving two separate products.